Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
Correction to previous supplemental bsc aware date. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
Correction to previous supplemental bsc aware date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.